Event description:
See initial report

Manufacturer narrative:
The involved pump was returned to livanova (B)(4) for further evaluation. Investigation of the returned device was able to confirm the reported issue. Further inspection identified a damaged bearing and the interior was found to be significantly dirty. This was determined to be the cause of the reported issue.

Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova (B)(4) requested the pump back for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message on patient side during maintenance. There was no patient involvement.